Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call experiencing issues with the sensors. The customer stated that the first sensor only lasted two days, two other sensors were not detected and with the third sensor the customer received lost sensor alerts and when it was removed, it was found that there was no cannula. The customer did not feel the cannula insert into the skin. Customer is following the proper insertion procedure. The sensor would be replaced and returned for analysis.